Event description:
The customer contacted physio-control to obtain the part # for the device's ac power supply. This request is indicative of a device's failure to operate on ac power. There were no reports of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). The customer was provided with the part # and ordering info for a new power module repair kit. The device has not been returned to physio-control for eval; therefore, further investigation cannot be performed.